Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was in an extremely tortuous right coronary artery (rca). The physician attempted to advance a 2.5x12mm taxus express2 drug eluting stent to the target lesion but it was unable to cross. The physician removed the device from the patient and it was noticed that the stent was "lifted up." The procedure was completed with an unknown device. There were no patient complications reported with the patient's current condition listed as "good."